Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device is not being returned, therefore is unavailable for a physical evaluation. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. Therefore, we cannot determine what caused the user to experience the reported event, we cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Depuy synthes has been informed that the lot number is not available. Associated medwatch: 1221934-2018-52835.

Event description:
It was reported that the anchor was broken when inserting the bone hole during the arthroscopic rotator cuff repair on (B)(6) 2018. The surgeon used the alternative anchor, but back out was occurred. The surgeon opened the bone hole to another position and attempted to insert the 3rd anchor, it could be firmly fixed eventually. It was brand new and the first use when the issue occurred. There was no surgical delay and no harm to the patient.